Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump is delivering too much insulin during a bolus. The patient noticed that the pump was pushing out more insulin than what was requested. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/01/2013 with the following findings:the complaint could not be duplicated or confirmed upon investigation. Review of the black box data showed no alarms or abnormal functioning of the pump. The pump was successfully exercised for 24 hours without issue and also passed a 29¿hour flow accuracy test. The force sensor calibration was found to be within specification.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.